Manufacturer narrative:
Product ID 3093-28 lot# va08lpt, implanted: 2013 (B)(6); product type lead product ID neu_un known_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported, the patient had no stimulation sensation and they were not feeling stimulation after their surgery the day of report. It was noted, the patient¿s doctor went in to do an adjustment of their therapy. It was stated, the patient could not connect with their programmer and kept getting a poor communication screen. It was later reported the patient received assistance from their doctor and had an appointment (B)(6) 2013 and had surgery on their device (B)(6) 2013 because there was a ¿malfunction¿ and it ¿moved out of place.¿ it was noted the patient was still having concerns with their device or therapy and had an appointment scheduled for (B)(6) 2013.